Manufacturer narrative:
(B)(4). Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify device deficiency anomaly due to buttons not responding. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received no delivery alert during high pressure test. Customer experienced high blood glucose level with the blood glucose level of 333 mg/dl and 336 mg/dl. Customer also experienced symptom such as nausea and they did have scar tissue on abdomen. Customer was using insulin pump system within 48 hours of reported event. Customer was treated with needles and insulin. Customer did not allege that the insulin pump was under delivering. Customer stated that the drive support cap was normal. Customer assisted with troubleshooting and there were no kinks, no bends and no air bubbles. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.